Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient was having difficulty with coverage and intensity since an implantable neurostimulator (ins) revision in (B)(6) 2015 (see manufacturer's report 3004209178-2016-01712). It was reported that the implantable neurostimulator recharger (insr) was not charging, the patient was unable to charge the ins, the patient programmer was showing the "poor communication" screen, and the ins battery was "very low." It was noted that the patient did not use an antenna with the patient programmer. The ins was last charged three weeks ago. In addition, the last time stimulation was felt or therapy was used was three weeks ago because the patient was having a hard time getting the coverage she used to have. While troubleshooting with the insr, it was determined that the connector pin cord was loose and the desktop charger (dtc) connector pin was fine. It was reviewed that the ins may be overdischarged, and the patient may need to contact the healthcare professional's office to restart the ins. Additional information received from the consumer reported that the replacement insr was not working; the replacement insr was screen was blank/unresponsive, the replacement insr kept beeping for four days/nights, and then stopped beeping. It was also reported that the connector pin had broken off of the dtc, and the dtc was unable to charge the replacement insr. The replacement insr was depleted; it was determined that insr would reset and work once charged with a replacement dtc. There was no alleged out of box failure. There was no indication of patient harm. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.